Manufacturer narrative:
The patient's dob or age at time of event, gender, weight, ethnicity, and race are unknown. This information was not available from the facility. During inflation, the balloon ruptured below rbp. No patient injury, this MDR is being reported conservatively. Report source: foreign country: (B)(6). 510(k) is n/a. This device is only sold in (B)(6). The angiosculpt device was infectious and discarded by the facility, thus no returned product investigation was performed. (B)(4).

Event description:
The angiosculpt device was used to treat a slightly calcified lesion. During inflation, the balloon ruptured at 8 atm. The procedure was completed with a new angiosculpt device. No patient injury reported.

Manufacturer narrative:
Block h6: added codes 419 (balloon) and 2199 (no health consequences or impact).